Event description:
Customer hospitalized due to low blood glucose. While troubleshooting customer called emergency treatment center and had to get off the phone. Customer states programming was correct and sometimes runs low right before lunch.